Event description:
Additional information was received that the mortician noted the lead was "defective."

Manufacturer narrative:
Product ID: 3389s-40, lot# va01er8, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the lead found that the proximal end was stretched. Impedance testing was conducted and indicated good impedance on every electrode pair.

Event description:
It was reported that the "electrode" demonstrated inconsistent impedances during implant. The lead was tested during macro-stimulation and was replaced with a different lead. The second lead displayed normal impedances and was permanently implanted. The first lead was sent to pathology. It was noted the patient experienced no adverse effects.